Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the sample probe and reagent probes and checked the rinse stations and water levels. The photometer voltage was adjusted. A probe was found to be partially clogged and decontamination was performed. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for uric acid and creatinine on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample tested for creatinine. The initial result was 6 umol/l.. The repeat result was 92 umol/l. No questionable results were reported outside of the laboratory.